Event description:
The lesion was on proximal rca and distal rca (for other information was not reported). When advance ivus and bmw universal together into guiding catheter, the physician felt wrong on radiopaque marker through cine imaging. Removed the devices from the pt and the guide wire tip was ruptured. Note: at the time of this report, it was unknown if the separated guide wire remains in the pt's anatomy or if the guide wire was retrieved.